Manufacturer narrative:
The sensor replacement alert was first presented to the user on (B)(6) 2024, day 31 after insertion.the RMA was authorized for the return of sensor for further investigation.the sensor was returned and tested in-house, and the review of investigation analysis did not reveal any malfunction of the sensor. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab.a review of the dms data showed 2 consecutive dropout phases within 14 days of each other ((B)(6) 2024 and (B)(6) 2024),triggering the sensor replacement alert.the potential root cause for the reported failure mode may be related to an issue with the sensor electronics, for example the led behavior at the time, or the in vivo state of the sensor hydrogel. As part of resolution, the RMA was authorized for sensor replacement. B4. Date of this report 17 january 2025. G3. Date received by the manufacturer? 17 january 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2024, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.